Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the white tissue pat melted midway between the white pad and the blade pad. No portion of the pat had fallen into pt. There was no pt consequence.